Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of ae: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt developed a large hematoma on his neck and was taken back to the operating room where a jackson-pratt drain was placed. The carotid artery and stent were found to be intact with no active bleeding seen. The physician felt the hematoma was not device related, but related to the anticoagulant resulting in muscle bleeding. Per the surgeon, the carotid artery appeared "pristine". One day post procedure, the pt had a non st elevation myocardial infarction. The pt was treated with nitroglycerin and lopressor. His ejection fraction continued to decline. It was noted that the pt had a history of coronary artery disease and planned coronary artery bypass graft. Four days post procedure, the pt suffered cardiac arrest and was pronounced dead. CPR and acls protocol were followed. Although requested, there is no additional information available. Study event.